Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. See pe 704659202 for report of software problem. Pt said they get poor connection sometimes when charging. A reason for this could be because pt said that "about a year ago fell and broke my hip, I got it checked out and it was ok but it seems like the implant moved a little I think". Pt mentioned that the therapy is "worth its weight in gold and it helps a lot" and mentioned their doctor doesn't let them have medication anymore and "the therapy helps a lot". The patient was redirected to their healthcare provider to further address the issue.